Event description:
The patient¿s neurologist reported that they are convinced that this patient is not receiving therapy. No other relevant information has been received to date.

Event description:
Additional data from this patient's generator was received and an internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. It was later reported that this patient was admitted to the ER due to status where the patient¿s mother tried to swipe the magnet but it was stated that it did not stop the status. The patient received a generator replacement two days after the patient experienced status, and it was stated to be a prophylactic generator replacement. The explanted generator has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
The patient's epileptologist expressed concerns regarding this patient who is implanted with a laser-routed device. It was reported that the physician believes this patient's generator is prematurely depleting. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. The device met all specifications for release prior to distribution. Data from the patient's device was reviewed and does not confirm that the battery depleted more quickly than expected. The charge consumed (%) did not deplete more quickly than expected as compared to the battery voltage measurements. No further relevant information has been received to date.